Event description:
It was reported that a spectrum iq infusion pump had false air in line errors. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available. .

Manufacturer narrative:
The device was received for evaluation. During evaluation, the evaluation of 'false air in line errors' was not reproduced. A review of the event history log (ehl) revealed "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor calibration values. The ultrasonic sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.